Event description:
A home patient contacted baxter¿s technical service center regarding a system error message that appeared on the display of the home patient¿s homechoice machine during dwell 1 of her automated peritoneal dialysis therapy. Reportedly, the home patient was home during the alarm. The home patient was connected at the time of the alarm. The home patient has one cat that has access to the supplies and the home patient believes the cat caused the leak in the tubing. A supply bag did not fall. The supply bags are placed on a table that is a secure location. The location of the leak was identified. The leak was noted in dwell. Baxter¿s technical service center assisted the home patient in ending the therapy early. The home patient continued therapy with new supplies. The homechoice set was not being reused, no damage was noted to the box in which the cassettes were delivered. The home patient did not use a sharp object to open the box that the homechoice cassettes were delivered. No patient injury or medical intervention was associated with this incident per the home patient. The sample was disposed so there is no sample available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 12 2007. Baxter's product surveillance department hs reviewed proper procedures with the home patient in addition to referring them to the patient at home guide. Concomitant medical products and therapy dates (exclude treatment of event): homechoice automated pd system 115 volt, 2007, capd transfer set, 2007, 15 liter drainage bags, 2007, dianeal pd2 solution (strength unknown), 2007.